Event description:
It was reported that the patient experienced loss of stimulation in the right leg and underwent a lead revision procedure. During the procedure, the lead could not be removed from the header of the ipg therefore, the lead was cut and explanted along with the ipg and new devices implanted. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: precision montage MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 358559. Visual inspection revealed that the ipg had a piece of lead stuck inside of port c. Port c's setscrew was also contaminated with debris which made it unable to be engaged. After the debris was removed, it was able to be tightened and loosened with no issues. X-ray imaging showed that the lead inside of port c appeared to have gotten caught on the way out against the connector block and became compressed due to a damaged contact that became misshapen. The piece of lead was extremely wedged and was unable to be retrieved without destroying the device. It appears that the associated lead was not fully inserted when the ipg setscrew was tightened, and it resulted in the deformation of the lead contact and the inability to remove the lead from the ipg port. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Based on all available information, engineers are able to confirm the root cause of the event. The lead was not returned, as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device of the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: precision montage, MRI upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 358559.

Event description:
It was reported that the patient experienced loss of stimulation in the right leg and underwent a lead revision procedure. During the procedure, the lead could not be removed from the header of the ipg therefore, the lead was cut and explanted along with the ipg and new devices implanted. The patient is doing well post operatively.